Event description:
It was reported the medfusion pump exhibited a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for the primary audible alarm is due to the speaker not operating as intended. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.